Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. (Motor) the evaluation confirmed the reported event and attributed it to motor failure.

Event description:
On 12/28/2021, it was reported by a facility representative via sems that the handle of an ar-8330h shaver handpiece was overheating. This was discovered during use with no impact to the patient.